Event description:
It was reported that asymptomatic patient presented in the clinic for the routine follow up. The pulse generator could not be interrogated using the radio frequency antenna. The pulse generator check was performed by using the telemetry wand and all the measurements were normal. The device is continuously in service and the patient will be monitored continuously.